Event description:
It was reported by the pt, that while she was waiting in the clinic, she was suddenly no longer able to hear with her device. She mentioned that about one month beforehand, her hearing perception became intermittent. Testing confirmed that the device has malfunctioned. The pt was explanted in 2009, and implanted on the contralateral side.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.